Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Multiple infusion site changes were performed and the occlusion alarms continued. The customer's blood glucose level was 190mg/dl. A system check was performed and the occlusion alarms were verified. Reportedly, a cartridge change was performed to address the occlusion alarms. During a follow-up, it was confirmed no additional occlusion alarms occurred.